Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cracked acoustic lens: cause traced to component failure. The cause of foreign material could not be established. Foreign materials inside the forceps stand and adhesive around the acoustic lens that is cracked should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastroscope exhibited foreign materials inside the forceps stand and adhesive around the acoustic lens was cracked. There was no patient involvement.